Manufacturer narrative:
(B)(4). (Devices b and c): other # = g51f57 (batch #); exp date = 10/4/2015, MFR date (devices b and c): 11/4/2010. (Device a): anvil damaged and damaged channel shroud. (Devices b and c): (B)(4). Device (a) was received with the anvil shroud and the channel shroud broken. This damage is consistent with excess of tissue applied to the distal end of the device. The device was received with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Devices (b) and (c) were received sterile and in good visual condition. The devices were received with reloads loaded. The cartridge reloads were received fully loaded with staples. The devices were tested for functionality with the returned reload s and both devices fired without any difficulties; the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on (B)(6) 2011: the device was used on the gastric body at the 1st firing. As the target tissue was after chemoradiation therapy, it was so thick and hard. Reinforcement material was not used. There were no difficulty in firing. After the event, tcr75 loaded into the same device were used for another tissue and there were completed without any problems.

Event description:
It was reported that during an open surgical procedure, when the device was fired on the gastric body, the deployed staples were unformed. The target site was the oral side of about 4 cm from the pylorus ring. Additional suture was performed. There were no adverse consequences for the patient. After the event, the device loaded with tcr75 was fired on the tissue and the device could be fired properly.